Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be unavailable for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link catheter extension set leaked. The reporter stated that the set was connected to a catheter and a preloaded 3ml syringe (non-baxter product) containing a nuclear tracer. The tracer was infused into the patient and upon disconnection, the extension set leaked, 2-3 drips, from the tip of the valve onto the patient. There was no patient injury or medical intervention associated with this event. No additional information is available. This is 2 of 2.